Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. In situ testing showed affected channels. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. In situ testing showed affected channels.

Event description:
Hearing performance with the device is affected. In situ testing showed affected channels.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. Further the recipient was a temporary non-user due to an ear infection, which prevented the recipient to wear the audioprocessor. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.